Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced loss of consciousness and could not be woken from sleep. The spouse called paramedics. The blood glucose reading was 42 mg/dl by the spouse. The patient was treated by emergency medical services (ems) with IV glucose and recovered after treatment. After treatment, the bg was 210 mg/dl. At the time of the report, the patient was stable and fine. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.